Event description:
It was reported that the patient experienced burning sensation as the ipg was getting hot while charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from date the manufacturer became aware of the event.